Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that during the procedure the stent was partially displaced off the balloon. The physician proceeded to deploy the stent in the target lesion. There is no reported patient injury. Evaluation summary: a cine image was received for this investigation. No product from the procedure was available. The stent is not aligned (centered) within the marker bands. The vessel profile is not defined by contrast injection or visible architecture (calcific lesion shadowing).